Manufacturer narrative:
During preliminary visual investigation, it was observed that the teflon jaw appeared to be burnt and a small piece of teeth had broken off. The device was sent to the original equipment manufacturer (OEM) for further analysis. The OEM confirmed the reported complaint of a damaged teflon jaw. It was also noted that the tip of the grasping section was deformed and appeared deteriorated. The OEM attributed the reported complaint to the user activating the grasping section and the probe without any tissue in between. This resulted in the reported deformation and the teflon teeth to break off.

Event description:
It was reported that during an unspecified procedure, the teflon pad was damaged. There was no report of patient injury. No additional information was provided.